Manufacturer narrative:
Evaluation summary: the device was returned for analysis. A visual and tactile inspection was performed without any issue identified. A 0.035¿ guidewire was successfully advanced through the device. Negative pressure was applied but the purging test failed. An attempt to inflate the balloon was unsuccessful as a leak was detected. A pinhole was found on the balloon, near the distal marker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an in.pact admiral device with a non-medtronic 0.014 wire for treatment of a calcified lesion in the patients popliteal artery. Moderate tortuosity and calcification are reported. Lesion exhibited 70% stenosis. Oribtal atherectomy was carried out prior to treatment with the in.pact admiral device. No embolic protection was used. The device was prepped as per IFU without issue. It is reported the device passed through a previously deployed stent. An inflation device was used for balloon inflation. It is reported a balloon rupture occurred at an unknown inflation pressure. No balloon fragments were observed when ruptured. The rupture did not cause any injury to the patient. The device was replaced with another in.pact admiral to complete the procedure. No patient injury reported.